Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, in attempt to slide in a thicker shim, the grooves were not lined up properly causing the shim to become stuck. This also caused a delay of ten minutes. The surgeon then tried to get the shim free, which resulted in fracturing of the provisional. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunctions.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: the reported event was confirmed as the product was returned and exhibits signs of use with gouge marks and dents were noted on the tasp. Visual inspection of the returned tasp bottom found a fracture on the left side of the post feature. Common failure modes include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. The device history record was reviewed and no deviations or anomalies were identified. A definitive root cause cannot be determined as the frequency and conditions of use are unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.